Event description:
The hcp reported that the patient was in intensive care and "could be having withdrawal" the patient is experiencing increased tone and fever. The patient is reported to be "non communicative, on a ventilator and heavily sedated". Based on information last updated in 2005, the pump is programmed for lioresal 2000 mcg ml at a rate of 200 mcg/day. The remaining reservoir volume should be 13 ccs. The hcp was able to aspirate the appropriate volume. The pump was filled with new drug, same concentration and dose.